Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion, occlusion, no delivery test and prime tests. The insulin pump had a scratched lcd window. The insulin pump was programmed with multiple boluses. All boluses delivered properly. No bolus anomaly noted. All buttons function properly including express bolus button. However, moisture damage found on keypad traces. No moisture damage found on electronic assembly or motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis, diabetic coma, and high blood glucose of 1300mg/dl because she was not receiving insulin. The mother mentioned that there is a hole in the tubing. Troubleshooting was performed. The caller stated that the customer was still in the hospital at time of call. The mother stated that the customer accidentally dropped her insulin pump in the toilet, and there is water in the reservoir compartment. Advised the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.